Event description:
Caller reported experiencing a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset, and after following these steps, the customer successfully started their sensor session without recurring errors.